Event description:
A ventilator was returned to the manufacturer for service due to an allegation of a ventilator service required. There was no patient harm or injury reported. During the evaluation of the device at the manufacturer's service center. The device's interface board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned for service due to an allegation of a ventilator service required code. There was no patient harm or injury reported. The device's interface board was replaced due to physical damage that occurred during reassembly of the device. During the evaluation, foam degradation was observed in the the air path. The device's air path assembly was replaced to address the issue.